Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual IFU document no.: (B)(4) rev.: 11 section: chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual IFU document no.: (B)(4) rev.: 12 section: chapter 3 cleaning, disinfection and sterilization procedures. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a foreign object was observed on the gastrointestinal videoscope's nozzle. There was no patient involved.